Event description:
It was reported that during testing, it was observed that the small battery drive device was not powering on. It was further reported that the user tried different battery devices and the same result was observed. There was no alleged malfunction against the battery devices. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement. It was reported that the device was not used on a human patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to due to a motor assembly or electronic unit failure due to immersion during cleaning, which was failure to follow the directions for use. This was further defined as misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.